Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with an insulin needle. The customer stated that a needle broke off into her young daughter's arm while injecting herself. The needle was pulled out and she did not seek medical attention.

Manufacturer narrative:
An investigation is currently underway, upon completion, the results will be forwarded.